Event description:
It was reported the health care provider (hcp) removed the remaining portion of the patient¿s catheter. At a previous date, the hcp had reportedly explanted the pump and catheter but some of the intraspinal/ distal portion of the catheter had remained. Bone overgrowth ¿seemed to be issue¿. The entire catheter was now removed. The initial explant had been due to a catheter break/crack at an unknown time further specified as ¿around the 6 year mark¿. It wasn¿t known if any diagnostic testing or troubleshooting had been performed. It was not known to the reporter if the patient had experienced any symptoms or complications associated with the event. The patient¿s status at the time of this report as listed as ¿alive ¿ no injury¿. It was further reported there were no reports of patient issues following the procedure to remove the remaining catheter. The patient was to be re-implanted in the future, on (B)(6) 2015. Additional information has been requested including drug information, if the patient experienced any symptoms, what caused the bone overgrowth and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).